Event description:
It was reported that the purewick female external catheter got stool in it, and the patient developed a urinary tract infection (uti). The patient stopped using the device, and a foley catheter was inserted. It is unknown what medication intervention was provided for the uti. It was additionally reported that the patient recently passed away. Per clinical follow up via phone on (B)(6) 2023, the patient¿s husband confirmed that stool had gotten into the tubing of the purewick device. He denied the patient being incontinent, and he reported that the patient was checked every 1 to 2 hours for any stool or urine. The patient had developed a rash and tested positive for a uti, but it was unknown if the device contributed to the infection. A foley catheter was placed due to the uti, but the patient did not receive antibiotics or additional treatment. Over the counter (otc) treatment was provided for the rash. The 78-year-old female patient passed away on (B)(6) 2023 due to ovarian cancer. There was no indication or allegation that the patient¿s death was related to the purewick device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheter got stool in it, and the patient developed a urinary tract infection (uti). The patient stopped using the device, and a foley catheter was inserted. It is unknown what medication intervention was provided for the uti. It was additionally reported that the patient recently passed away. As per clinical follow up via phone on (B)(6) 2023, the patient¿s husband confirmed that stool had gotten into the tubing of the purewick device. He denied the patient being incontinent, and he reported that the patient was checked every 1 to 2 hours for any stool or urine. The patient had developed a rash and tested positive for a uti, but it was unknown if the device contributed to the infection. A foley catheter was placed due to the uti, but the patient did not receive antibiotics or additional treatment. Over the counter (otc) treatment was provided for the rash. The (B)(6) year-old female patient passed away on (B)(6) 2023 due to ovarian cancer. There was no indication or allegation that the patient¿s death was related to the purewick device.

Manufacturer narrative:
The reported event was confirmed use related as event states " purewick female external catheter got stool ". A root cause for this failure could be "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use." It was unknown whether the device had met specifications. A DHR review was not required because the investigation was confirmed use related. The instructions for use were found adequate and states the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter". "Warnings: never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Also states "not recommended for patients who are: ¿ having frequent episodes of bowel incontinence without a fecal management system in place. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Correction- d, e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.